Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an patient underwent an atrial fibrillation (afib) ablation procedure thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. After an afib case was completed and the patient was out of the procedure room, a pericardial effusion was noticed. The bwi representative was present during the procedure but was not present when the pericardial effusion occurred. It was unknown if there were any visible signs on the patient to indicate the injury. The pericardial effusion was confirmed by echo but that they were unsure. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The physician did not specify an opinion on the cause of this adverse event. The patient outcome from the adverse event was reported as improved. The bwi representative found out about the adverse event 5 days after the procedure, on (B)(6) 2022. The bwi representative was informed that the patient had been brought back to the same lab where they do the procedures, on the same day of the procedure but after hours for a pericardiocentesis. It is unknown if the patient required extended hospitalization because of the adverse event. A smartablate generator was used during the ablation procedure. A transseptal puncture was performed with a baylis versacross rf wire and fixed sheath. There was no mention of a steam pop. They are uncertain when the adverse event occurred. Irrigated catheter was used in the event and the flow setting was set per the instructions for use (IFU). The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability were set at range: 3mm, time: 3s, force over time (fot) 25% over 5 gr and 3mm tag size with tag index.